Event description:
While doing a localization, the hook detached from the wire right at the barb and a fragment of the wire was retained in the pt. There is no plan to remove the fragment. This incident happened while the extra few magnified views were being taken. The pt is fine.

Manufacturer narrative:
(B)(4). Eval: no product was returned to assist in this investigation. Unfortunately, w/o the actual complaint device, it is not possible to determine at this time why the wire broke. However, it is possible that inadvertent contact was made with the needle bevel during manipulation. The wire is visually examined and felt 100% prior to further processing.